Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden spike in superior vena cava (svc) coil impedances to high levels. The lead was explanted and replaced as part of a system downgrade procedure. No patient complications have been reported as a result of this event.